Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly and a continuous glucose monitor error 42 occurred. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.